Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 416 mg/dl at the time of the incident. Customer¿s blood glucose value haven't had been in 400 mg/dl. Customer was treated with correction bolus and the blood glucose value was 280 mg/dl after that treated with manual injection and the blood glucose value was 340 mg/dl. Customer had symptoms of vomiting. Customer also reported that the insulin pump had hardware low level failures error. Customer was able to clear the alarm and was able to complete rewind. Self test was performed but it did not passed. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis. Customer was using auto mode feature. Customer had alleged that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Pump error 63 alarmed during self test and confirmed in insulin pump history with variable due to broken trace at pin 1 (vdd) on keypad assembly.